Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by health care professional stating that the consumer reported that many lenses were tore in hands, and in pack. Consumer later consulted the ophthalmologist and was diagnosed with corneal ulcer in left eye due torn contact lens wear. No history of medical intervention provided is available the current status of the consumer¿s left eye is symptoms resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H3, h6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).